Manufacturer narrative:
A shut down and reboot of the device cardiohelp was reported while during treatment. The provided pictures shows the following error message : "check alarm settings". A getinge field service technician (fst) was sent for investigation on 2021-03-30. He could confirm the failure and replaced the hmi board of the cardiohelp. The device was tested an put back in use. The hmi board was sent to manufacturer mcp (maquet cardiopulmonary) for further investigation. A investigation was performed by getinge-lifecycle-engeneering on 2021-11-12. The log files were analysed showing that c reset caused the hmi to restart. An exact root cause could not be determined. The review of the complaint data shows this complaint as a single event. We will keep monitoring the complaint data. Further, in the instruction for use (instructions for use / 1.8 / en / 09) under chapter 6.2.1 flow monitoring the following is stated: "this function monitors the blood flow. For this purpose, warning limits must be set.". Based on the investigation results, the reported failure : error message : "check alarm settings", could be confirmed. Also it can be confirmed, that the mitigations worked as per factory specifications. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
A follow up will be submitted when additional information become available. Further information were requested, but not received yet.

Event description:
Shut down and reboot on patient was reported. No indication of actual or potential for harm or death was reported. Complaint number: (B)(4).